Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and failed as the receiver won't turn on. Functional test was performed and passed. Internal test was performed and passed.the log was downloaded and reviewed finding an unexplained power on error in log, an indication that the allegation did occur. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.